Event description:
Pocket infection following rv lead revision original rv lead found to have microdisplacement at 6/52 check, reprogrammed aai, patient admitted 1/12 later with? Syncope and old rv lead explanted (boston 7742 sn: (B)(6) ) and new rv lead implanted (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).